Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old female underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced capsular contracture and rupture on the left side post-operatively. As a result, the patient underwent bilateral device removal and replacement with 405cc mentor memorygel breast implants on (B)(6) 2018.